Event description:
It was reported that during the implant procedure, the two cardiac resynchronization therapy defibrillator (crt-d) were unable to stimulate the left ventricle after introducing the device into the pocket. In addition, high pacing impedance and high defibrillation impedance were observed. It was noted when the physician removed the device out of the pocket, the impedance values were within range. The devices were not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.